Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "a stinging sensation," "hard as stone," "an accumulation of liquid in the sarcoma," "implants are affected by the recall¿.

Event description:
Patient reported "a stinging sensation" in the left breast "for 4 months" and that "the implant on the left side is hard as stone". Ultrasound showed "an accumulation of liquid in the sarcoma". Device remains implanted. This relates to the left side.

Event description:
Additionally healthcare professional reported patient was initially diagnosed with capsular contracture (baker grade unknown) by an ultrasound (date unknown). Medical reports confirmed seroma and rupture. The device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: the photograph(s) received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.